Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the patient had surgery to explant the ins on june 24th. The patient was not tested for metal allergies because the patient decided to explant the ins immediately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's ins remained implanted. As of 2025-jan-10, the representative had no further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacture representative (rep). It was reported that the cause of the ins warming/red skin was not determined. It was noted that the new ins was the one implanted on (B)(6) 2024.

Manufacturer narrative:
Correction: based on additional information received, the event no longer meets the definition of a serious injury; however, the event is still a reportable malfunction. Annex f codes f19 and f1905 have been updated to f11. The explant date has also been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) thought that the patient was still in switzerland and that they have no approval from the insurance company for the surgery to resolve the heating issue. The patient had surgery to explant the old ins and implant the new ins on the same date, (B)(6) 2024. For the problem about heating tissue after they implanted the new ins, there is no further information because the patient did not return back to follow up in thailand.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep confirmed that the other medical issues were not related to the device or therapy.

Manufacturer narrative:
G2. Foreign: thailand. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the patient experienced a red rash at their pocket site and that they ¿felt itchy, pain, and heat feeling at pocket site.¿ the patient reported that ¿he had a red rash, pain, and heat feeling at pocket site for one week ago.¿ it was noted that the cause of the issue was suspected to be an allergic cutaneous reaction to the implantable neurostimulator (ins) device. The patient visited a dermatologist on (B)(6) 2024 and the ¿dermatologist strongly suspected metal allergy.¿ the patient was awaiting insurance approval for a specific skin test for the allergy as of on (B)(6) 2024. It was noted the patient¿s healthcare professional (hcp) had ¿decided to remove as soon as possible; however, every step needed the patient¿s insurance approval.¿ the issue remained unresolved at the time of report. No further complications were reported or anticipated. Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the implanted neurostimulator (ins) was on, the skin above the ins reddens and becomes warm and the patient feels a tingling. This is the 4th ins implanted. Since the implantation on (B)(6) 2024, the patient describes this problem. The patient turns the stimulator off-the pain comes back, the redness disappears. The issue has not resolved. Surgical intervention was said to be planned. Additional information was received. It was confirmed that the patient lives in (B)(6) as well in (B)(6) and was implanted in (B)(6). Implant date confirmed as on (B)(6) 2024, as well as hcp information. Replacement of the ins currently depends on the health insurance, replacement is planned. Unknown when the procedure will take place. Unknown if allergy was confirmed. An x-ray of the abdomen, perhaps CT, replacement of the ins and testing the heat of the ins in the or when stimulation was on. Information confirmed with the customer.